Event description:
I am unsure if this is related to my breast implants, but would like to report I received my implants on (B)(6) 2017. In 2016 at age (B)(6), I was diagnosed with autoimmune thyroid disease, chronic dry eye thought to be autoimmune in etiology, and premature ovarian failure causing menopause also thought to be autoimmune in nature.